Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a low blood glucose alert but she could not clear it since her center button kept sticking. The patient's blood glucose was at the time of incident was 139 mg/dl. Troubleshooting was initiated for the keypad anomaly. The numbers were not ramping up on their own. However, her screen remained stuck on the current screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. We were unable to verify unresponsive buttons, display ramping or stuck button alarm due to blank display. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. The device was received with corroded motor home switch. The device was received with light moisture damage to keypad traces. The device was received with cracked select button keypad overlay and minor scratches on lcd window.